Event description:
The non-absorbent towel drapes that accompany the cardinal health general laparoscopic cholecystectomy set had defective adhesive strips that if applied to the patient may have had the possibility of creating a break in sterility. Unfortunately, the towel drapes come unwrapped and are just laid in the pack with the other drapes. There are no packaging labels except the main label that comes with pack listing all the contents. This is the label with the lot number and pack number that health care providers have been reporting. Drape towel should be cardinal part no 8554n4 drape towel, w/ adh, non-absorbant 15inx26in, fan-folded, ns.